Event description:
It was reported that the patient presented to the emergency room due to unrelated reasons. Device interrogation revealed loss of capture and high pacing impedance on the right ventricular (rv) lead. On (B)(6) 2021, the physician elected to cap and replace the rv lead. The patient condition was stable.